Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. The insulin pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. It was unknown whether customer was using auto mode or not. Customer declined to trouble shoot for high blood glucose. The device will not be returned for analysis.